Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a left tka performed on (B)(6) 2020 due to osteoarthritis, the patient experienced a aseptic loosening of the tibial implant and component dissociation of the insert. This was addressed via revision surgery on (B)(6) 2020 were all components where exchange to competitor´s implants. This information was provided by the national joint registry of the (B)(6), as part of a retrospective data collection of patients who underwent a revision surgery of journey uni prothesis. As such, no further information will be available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested medical documentation, possible clinical factors which could have contributed to the reported event could not be definitively concluded. The patient outcome beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that repeated assembly and disassembly of the modular components could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Modular components must be assembled securely to prevent disassociation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, surgical technique, size selected or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00118890-2